Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Multiple follow up attempts were made by tandem technical support; however, no response was received from the customer. No additional information was known or reported. There was no adverse impact to the customer's blood glucose level.